Event description:
Customer reported that a caster broke. This particular site has carpet and tile in the treatment room and the console is wheeled over the carpet to tile threshold on a daily basis. Investigation found the threshold to be excessively high (5/8"). The subject failure occurred when they were pulling the console over the threshold for morning qa. Subsequent discussion with the rtt revealed that she uses "a running start" to get the console over the threshold and that she had complained to her supervisor about the threshold. Crossing the threshold in itself is not an issue if the unit is pushed/pulled over the threshold in a controlled manner, but the use of a running start is not within normal or expected use.

Manufacturer narrative:
Investigation to date; no injuries were incurred as a result of the caster breaking at (B)(6) hospital. This caster is a yellow-colored caster that was manufactured by a third-tier supplier in (B)(4). The MFR of the caster is of the opinion that the failure is from abuse. Calypso has not exceeded the MFR's load guidance. (B)(4). In addition, the MFR confirmed that medical products of similar size and mass to calypso medical's use this caster without incident. The failure mode investigation was performed by an independent test facility. The failure analysis results showed the fracture features indicated a single event failure. No fatigue or significant material flaws were observed.